Event description:
Caller tested 7.8 inr on the coaguchek xs system while 2 comparison labs from 2 different locations returned as 5.0 inr and 5.5 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.